Manufacturer narrative:
The company rep replaced the purge valve assembly (part # 0104-00-0026). The company rep performed calibration, functional and safety tests. The unit met factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit displayed the message, "leak in iab circuit." The pt was switched to another unit and therapy was continued. No pt injury was reported.